Event description:
It was reported that the insulin pump had a delivery anomaly and scratches on the screen that made it difficult to read. The blood glucose reading was 335 mg/dl. The customer stated that he did not believe he was getting enough insulin. He stated that the device delivered 1.0 unit of insulin when he should have received about 8.0 units. He noted that he was feeling a bit weak. He stated that he treated with a bolus, but the bolus gave him small amounts. The most recent blood glucose reading was 149 mg/dl. He stated that he skipped the fill cannula process, which he was advised against skipping. He also reported that it was hard to read the insulin pump's screen due to scratches, which had occurred during normal wear and tear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.